Manufacturer narrative:
The investigation has been completed. Data analysis: console logs from the complaint date confirm occurrence of two ¿battery temperature high¿ alarms (#49, due to battery temperature over 60degc) that self-resolved in exactly 10 seconds. There were no preceding battery temperature alarms #48 (battery temperature is between 50degc and 60degc.) Power and battery data embedded in ltlog files showed stable battery temperature throughout the case, not exceeding 30degc. Seemingly false "battery temperature high" alarms occurred while aic was operating on batteries, and ac cord had been unplugged 17 minutes and 43 minutes earlier. Device analysis: the console (B)(6) was returned to field service for further investigation. The reported issue was not reproduced during testing, but was most likely caused by momentary corrupt data communicated over smbus between battery, smart charger (on pbm), and pbm microcontroller, which falsely triggered the alarm. It had not been determined which specific component was responsible for the malfunction but is most likely limited to pbm and batteries. Root cause: the root cause of the battery temperature high alarm (#49, due to battery temperature over 60degc) was most likely due to a momentary communication glitch between the batteries and pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt. However the exact component has not been determined. D9 updated. H3 updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller had a high battery temperature. This issue occurred during support. No further information was provided.